Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the device did not infuse the medication during treatment. The nurse reports the bag was still full when it was time for a bag change. There were no unusual alarms. A new bag and tubing was connected and the pump worked correctly. No patient injury was reported.